Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - local reference (B)(4). On an unk date, the pt commenced therapy with intradermal poly-l-lactic acid (newfill) for an indication of lipoatrophy, dosage unk. The pt received his last administration of newfill approximately 3 months prior to the report. On an unk date, the pt developed lumps in his temples where the injection of newfill was administered. They occurred shortly after his last treatment. In addition to smaller subcutaneous lumps, the pt has one very large lump on the right temple and then 3 to 4 smaller ones on the left temple. The pt has so far been advised by his treating healthcare professional that they resolve on their own and that he must continue to massage them to allow them to disperse. The pt has not received any other treatment for the lumps. The pt outcome is unk. It is unk whether therapy with poly-l-lactic acid is ongoing. The pt did not wish to provide further details or be contacted for follow up. Relevant medical history and concomitant medications were not reported.